Event description:
The event is reported as: prior to use on an animal, the et tube would not completely expand. The cuff was sticking to the tube. No pt injury reported. The customer states that the tubes are used and cleaned multiple times. Used for veterinary/animal health application.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.